Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, advancement difficulties were met and a shaft break occurred. Difficulty was encountered while advancing the 3.0x20mm taxus liberte to the severely calcified target lesion. A portion of the shaft that was located outside of the patient, kinked and eventually broke. The device was removed without incident and the procedure was successfully completed with another 3.0x20mm taxus liberte. No patient complications occurred and the patient's condition was listed as "good".

Manufacturer narrative:
Pt. 18 years or older. (B)(4).